Event description:
Received notice of complaint concerning above product from product complaint form filed by facility. Dir of nursing reports a leak at the connection of the mainline tubing and the pump segment. The leak occurred at the beginning of the treatment. As the health care proressional was changing the suspect line, the extracorporeal system clotted. The system was then discarded. The estimated blood loss was approx 250cc. The health care professional set up a new system. Upon re-initiation of the treatment, it was noted that the pt's perm-cath had also clotted. The pt was then sent to the hosp for insertion of a new catheter. The pt's hemoglobin was reported to be in the 7 range prior to the event and would be transfused 1/15. The bloodline is available for evaluation. A response letter and mailer have been sent. A medwatch form has been filed based on the reported bloodloss.